Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient was currently in the hospital on a narcan drip. Per the hcp, the patient had been there for a couple of days and was brought to the hospital with overdose symptoms. The pump had been checked. The patient was showing signs of overdose when the narcan drip was off. The patient was drowsy. The hcp wanted the pump to be stopped. Additional information was received from a company representative (rep) indicated the patient was receiving morphine 10 mg/ml at 1.5 mg/day. The event/difficulty occurred (B)(6) 2018 during normal use. The patient was in the emergency room and the hospital requested interrogation. No changes were made to the pump. The patient had a decreased level of consciousness on admit. Interrogation was done and no issues were noted. No interventions/actions were taken to resolve the issue and it was unknown if the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ it was further reported the hospital requested the pump be placed at minimum rate on (B)(6) 2018. It was asked, but unknown if surgical intervention occurred as well as the patient¿s weight and medical history. The patient¿s status at the time of this report was ¿alive- no injury.¿ no further complications have been reported as a result of this event.